Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to a dislodgement. No asystole was reported. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to a dislodgement. No asystole was reported. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This supplemental is to add the information from the product investigation. Upon receipt at our post market quality assurance laboratory, continuity test passed. Electrical tests passed. The lead appears intact and undamaged.